Event description:
Prior to start of laparoscopic gastric procedure, staff opened two reprocessed 12mm trocar sleeves to look at the black phalanges and noticed they were wet. Items taken off the field and not used.